Event description:
It was reported that the patient's ams700 inflatable penile prosthesis (ipp) pump and cylinders were removed on (B)(6) 2018 due to unspecified reasons. An ams700 18cm cx cylinders and ms pump were implanted. Further information was requested and not yet received. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
Device avail for evaluation returned to manufacturer date. Device not eval by MFR code device eval by manufacturer. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/14/2018 12:28 pm CT. The report number is being corrected from: 2183959-2018-61622 to: 2183959-2018-61497.

Event description:
It was reported that the patient's ams700 inflatable penile prosthesis (ipp) pump and cylinders were removed on (B)(6) 2018 due to unspecified reasons. An ams700 18cm cx cylinders and ms pump were implanted. Further information was requested and not yet received. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
Device avail for evaluation: returned to manufacturer. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/14/2018 12:28 pm CT. The report number is being corrected from: 2183959-2018-61622 to 2183959-2018-61497. Device evaluation: the complaint component was returned and analyzed. The reported allegation was not reported and therefore no confirmation possible via product analysis of the cylinder. A hole due to wear was found in one cylinder, although it was found to be functional. No escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that the patient's ams700 inflatable penile prosthesis (ipp) pump and cylinders were removed on (B)(6) 2018 due to unspecified reasons. An ams700 18cm cx cylinders and ms pump were implanted. Further information was requested and not yet received. Should additional relevant details become available a supplemental report will be submitted.